Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl failed to shock. There was no reported patient impact.